Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. As a result, pacing inhibition for less than two seconds occurred. The patient coughed and the noise was reproduced, therefore, reprogramming options and further testing was performed. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.